Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the information provided for the investigation, the probably cause of the reported event was most likely attributed to considerable mechanical force caused by an impact or fall. The event can be detected by following the instructions for use (IFU) which state: the customer is required to check the function of all devices prior to a procedure. Additionally, a suitable replacement device must be provided during an application. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the telescope "oes elite", 4 mm, 30°, hd, autoclavable had a bent shaft. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The device was returned, and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.